Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas loss / gas gain detected alarm occurred repeatedly as often as every 15 minutes. The iab was placed on (B)(6) 2024 and removed on (B)(6) 2024. There was no patient harm or adverse event reported.